Manufacturer narrative:
Date of this report: 11/09/2016. Date received by manufacturer: 12/02/2016. Product evaluation: the device was received for evaluation in service and repair. Analysis found no fault with the device. (B)(4).

Manufacturer narrative:
Product evaluation: analysis results are not available; evaluation expected but not yet begun.

Event description:
It was reported that the product appeared in good condition when it was removed from the wrap; however, when testing "it was found the handpiece got overheated. There is no patient impact.¿ it was confirmed that the device overheated in less than 1 minute.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.